Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed. The conclusion was reached due to the resolution to the issue being through the scannermask settings being updated.

Event description:
A medtronic representative reported that, while in a cranial resection, the navigation system experienced a disc error after acquisition of a second scan of the patient. The first scan was not used due to it not meeting medtronic imaging protocol. The representative then input the scannermaks settings which resolved the reported issue. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.